Event description:
Customer reported the defibrillator did not complete self-test when connected to a pt for monitoring purposes only. No adverse pt outcome. Service representative duplicated reported condition. Device repaired and proper operation confirmed.